Manufacturer narrative:
H.6. Investigation summary: customer returned photos of a 1/2cc syringe. Customer states that when the shield was removed, the needle hub detached. The photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 8186590. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. As per investigation completed by manufacturing, "on 26jun2019, a complaint was received, via (3) pictures, of a 0.5ml syringe from material 326668, batch 8186590. Visual inspection of the pictures found the syringe with the needle assembly detached from it. There is no evidence of visible damage to the barrel tip or needle assembly, but without the physical sample, it cannot be determined conclusively. There were no notifications or maintenance dispatches during the timeframe of this batch that pertain to this defect. Root cause for this defect cannot be determined. Acr19-04-007 and scr19-04-003 addressed this issue by replacing the sensor eyes with cameras for more accurate measurement of raised needle assemblies."

Event description:
It was reported that the syringe 0.5ml 30ga 8mm 7bag 420cas jp experienced hub separation from the device before use. The following information was provided by the initial reporter: when removed the shield, the needle hub was detached.

Manufacturer narrative:
The medical device lot #, device manufacture date, and device expiration date have been updated. The following information has been updated: medical device lot #: 8186590 . Medical device expiration date: 2023-07-31. Device manufacture date: 2018-07-05.

Event description:
It was reported that the syringe 0.5ml 30ga 8mm 7bag 420cas jp experienced hub separation from the device before use. The following information was provided by the initial reporter: when removed the shield, the needle hub was detached.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the syringe 0.5ml 30ga 8mm 7bag 420cas jp experienced hub separation from the device before use. The following information was provided by the initial reporter: when removed the shield, the needle hub was detached.